Event description:
An aneurx abdominal stent graft limb was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck is diseased, 30 to 32 mm in diameter and it is 1.5 cm long. The iliac arteries were severely calcified. The rcia (ipsi side) had an area of sharp calcification which was visible on film and the physician decided to implant an aneurx 16x16x115 because of that. The physician modeled the stent grafts with another manufacturer's balloon up to 3 atms. The final angiogram appeared fine. It was reported that two hours post procedure, the patient was having low blood pressure and was taken back to the or. There was a type iii endoleak, fabric in the aneurx limb, which was adjacent to the area of sharp calcification. Another aneurx ilxch1616115 was implanted to overlap the previous one and successfully resolved the type iii endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (severe calcification). Conclusion: device failure/lack of effectiveness related to patient condition (severe calcification).